Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6)-2009, the patient underwent a posterior lumbar interbody fusion at l4-s1 using interbody cages that were packed with rhbmp-2/acs. Post-operatively, the patient did not improve, and developed new pain, including pain radiating down her legs. The patient developed excess bone growth and impingement on the nerve roots and the spinal cord. It is reported that the patient continues to have pain, emotional distress, and mental anguish. No further information was provided.

Manufacturer narrative:
Additional info.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.